Event description:
An optometrist reported a case of bilateral epithelial cell ingrowth, observed at three week post lasik procedure. Patient reported vision fluctuation. Reporter noted patient was to followup with surgeon for possible flap life and rinse. Add'l info has been requested. There are two related reports for this patient. This report addresses the right eye, and another manufacturer report will be file for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).